Event description:
The manufacturer received information that a trilogy ev300 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. During evaluation, the unit failed system testing while performing preventive maintenance indicating a failure to calibrate. The field service engineer reviewed the event logs and the service manual and found the device was in need of a 3-way solenoid valve and proportional valve to address the issue. The 3-way solenoid valve and the proportional valve were replaced and all performance verification tests passed.

Manufacturer narrative:
A trilogy evo solenoid valve was returned to the product investigation lab (pil) for investigation of alleged testing failure. Pil is unable to confirm the alleged failure of the trilogy evo solenoid valve. Visual inspection found no defects. Pil performed post-test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.